Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. On a certain date, pt's blood glucose results were 493, 408 and 122 mg/dl. Tests were done 13 minutes apart. No further info has been reported.